Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their stimulator was starting to cause them a lot of pain and discomfort but they didn't have insurance at the moment. The pain was underneath the battery and went to their right hip all the way down their legs. The patient reported no falls or trauma. They were in the hospital on (B)(6) and (B)(6). The doctors looked at the implant site and told them to find a doctor to take the stimulator out they didn't say anything about an infection. They were also in the hospital for their legs and feet, the doctors put them on lyrica for circulation and diabetic nerve pain. No further complications reported.